Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the most likely root cause was attributed to kinked or obstructed flow sensor sensing tubes. Ex: when reclining the patient's bed. Correction: there was no correction performed up to date, as the device had been removed from use. The correction will most likely involve service testing of the device, an exchange of the flow sensor sensing tubes, ensuring that they are not kinked or obstructed and a replacement of the flow sensor.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: this morning, 28.01, there was an emergency situation with the c3 at bed location 2. The situation: the error message external flow sensor defect appeared. The patient was no longer ventilated and the ventilator only made very rapid breath sounds. We had to bag the patient and switched to a c6.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigaiton ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: this morning, 28.01, there was an emergency situation with the c3 at bed location 2. The situation: the error message external flow sensor defect appeared. The patient was no longer ventilated and the ventilator only made very rapid breath sounds. We had to bag the patient and switched to a c6.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: this morning, 28.01, there was an emergency situation with the c3 at bed location 2. The situation: the error message external flow sensor defect appeared. The patient was no longer ventilated and the ventilator only made very rapid breath sounds. We had to bag the patient and switched to a c6.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the most likely root cause was attributed to kinked or obstructed flow sensor sensing tubes. Ex: when reclining the patient's bed. Correction: there was no correction performed up to date, as the device had been removed from use. The correction will most likely involve service testing of the device, an exchange of the flow sensor sensing tubes, ensuring that they are not kinked or obstructed and a replacement of the flow sensor. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only.